Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "wear and/or deformation of articulating surfaces."

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2015 due to tibial bearing wear on the medial side. The tibial bearing and locking bar were removed and replaced.